Event description:
Healthcare professional reported "intracapsular prosthesis rupture surrounded by an extensive seroma" via MRI. This record is for right side. The device was explanted and replaced with non-abbvie. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ seroma-late: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required

Event description:
Healthcare professional reported "intracapsular prosthesis rupture surrounded by an extensive seroma". This record is for right side. The device was explanted and replaced.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture. A review of the device history record has been completed. No deviations or non-conformances noted.